Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported rupture. Record is for left side. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported that the device involved is non-abbvie device. Device has been explanted and replaced with non-abbvie device.